Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Pump suction: clinical reported brief suction event when patient rolling in bed, resolved with repositioning supine. This was reported on overnight on day 29. Rt log analysis of day 29 confirm suction alarm #14 diastolic suction. A review of the dp_max, dp_offset, and ps at mc_min show that alarm was triggering correctly. Aligning with clinical information, suction resolved not too long after. No volume related issues were mentioned since patient noted to be hypovolemic on day 2 of support. There was no confirmation of pump positioning with clinical imaging at alarm occurrence nor were there pump positioning alarms. There were no issues with 5s parameters. There were other suction events later on during support with the next one occurring about 6 days later. The cause of the pump suction could not be definitively determined as limited clinical information was provided on exact timing of patient position in relation to alarms and no product was returned. Optical signal issue: clinical reported placement signal low alarms which seemed to occur when patient was in certain positions. Echo showed optimal pump position. Reports were on day 56 onwards. Logs confirm placement signal low alarms while pump was running at p5. Rt log analysis shows periodic drops in placement signal and confirm correct trigger with placement signal dropping below 30mmhg. There were no issues with 5s parameters. The cause of the optical signal issue was not established as limited clinical information was provided on exact time of patient position in relation to alarms and no product was returned. The root cause of the fever/infection and major bleed were unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected: d1, d4 (catalog & serial). Added: d6b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced multiple issues. The patient experienced bleeding that was resolved by repositioning the pump and transfusing blood products. The patient had a fever and an infection was suspected. The patient was treated with antibiotics. The pump generated a suction alarm after the patient had rolled over in bed. An echocardiogram showed the pump was in an optimal position. The patient remains on impella support.